Event description:
Upon eval of the device by this MFR, it was found that the radiopaque marker was missing from the device. It was reported that during a biliary procedure for diagnosis, after ercp this product was inserted along a guidewire to do a cytological examination. The guidewire and brush were removed then a cannula was re-inserted. Another guidewire was inserted through the cannula and the physician carried out a biopsy with another MFR's product. The procedure seemed to be successful. However, a piece of metal was found in the biliary, as confirmed by a picture that had been taken after the biopsy. It was reported that the pt's condition after the procedure was good.